Manufacturer narrative:
The referenced device could not be returned to olympus medical systems corp.(omsc) for evaluation because the ec type 1 still remained in the patient's small intestine. The physician stated that the retention of the ec type 1 was attributed to the hemorrhagic ulcerative lesion, however it was not detected by the examination prior to the capsule endoscopy. It was considered that this phenomenon was attributed to the underlying disease of the patient. Also, olympus stated the appropriate handling of the ec type 1 and the counter-measures against the irregularity in the instruction manual. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the patient who was suspected bleeding from small intestine took the ec type 1. Despite the elderly patient ((B)(6)), the facility decided that the capsule endoscopy was acceptable from the patient's condition of dietary intake, bowel movement and so on. The following day, the facility performed the fluoroscopy to the patient and found that the ec type 1 remained in the patient's small intestine. After three days, the facility inserted the ileus tube and the balloon catheter into the patient and performed the radiographic contrast study. Thereafter the patient's condition became worse from septic shock caused by obstructive ileus. Currently the patient became stable condition but the ec type 1 still remained in the patient's small intestine. The endoscopic image of the ec type 1 was recorded without any problem and the physician found the hemorrhagic ulcerative lesion.